Event description:
It was reported that the device was leaking particles during use. None of the particles entered the surgical site. The procedure was successfully completed with a back up device and there were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, there was corrosion built up throughout the inside of the handpiece.